Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had time clock anomaly . Customer¿s blood glucose was 118 mg/dl at the time of incident. Device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted.